Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that patient faced product damaged prior to use event on (B)(6) 2026.the infusion set was discoloured and rough to the touch prior to use. No further information available.